Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1d1, ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that a lead alert was triggered for high impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead while the patient was exercising. Varying impedance readings and high sensing integrity counts (sic) were also noted. It was indicated that pocket manipulations and body positional maneuvers the following week did not reproduce impedance issues. The patient will continue to be monitored via remote transmissions and the lead remains in use. No patient complications have been reported as a result of this event.